Manufacturer narrative:
Due to character limit in e1 section, (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported by customer that during use the cardio save intra aortic balloon pump displayed iabp may require maintenance message. There was no patient harm reported.

Manufacturer narrative:
Updated fields: a2, a3a, a4, b4, d9, d10, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) went onsite checking machine and found when compressor at running speed 800 rpm, machine show vacuum value = -400 mm hg. Compressor was faulty, also fault code# 77 observed in the logs. Fse replaced compressor scroll, muffler 1/8 npt, muffler <100 micron , tube assembly vacuum, black,tube assembly pressure white. All functional meet factory specification and safety checks meet factory specifications. The failure analysis and testing dept. Received the parts associated with this complaint. Parts were received with a reported failure of the vacuum being too high when the compressor is at 800 rpm. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts in cardiosave test fixture and tested the parts to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed on any part. Retaining the parts in the failure analysis and testing department per procedure.